Event description:
Caller reported a tandem mobi cartridge alarm occurring during operation. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue independently by changing the cartridge, and no further action was required as the problem was resolved.